Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/06/2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the basal delivery totals in the total daily dose do not match the active basal program total with unknown cause for this variation. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse physical event.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: review of the black box data revealed record of loss of prime dated (B)(6) 2016 at 11:39; deliveries were not resumed. A power on reset event was recorded on (B)(6) 2016 at 14:01. When the pump powered back on , the time/date was set to (B)(6) 2015 07:45 and was than manually changed to (B)(6) 2016 8:06. On (B)(6) 2016 at 21:17, a power on reset occurred. The pump was powered back on and delivery resumed on (B)(6) 2016 at 22:46. On investigation, the pump was exercised for 24 hours with a 2.0 unit/hour rate. At the end of the testing, the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, display was noted to be dim/faded and discolored and the battery compartment was cracked above and below the bumper pad.